Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2020 wherein the leads were explanted and replaced. It was noted during the procedure that one contact was outside of the ipg; however, when put back in the lead still did not cover the painful areas due to lead migration. Issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04604. It was reported the patient was experiencing ineffective therapy. X-ray imaging confirmed lead migration. As a result, surgical intervention may be undertaken at a later date. It is unknown if one or both leads migrated. Therefore, both leads will be reported.